Event description:
It was reported that when the bed was plugged in, it locked out the optional hand pendant port resulting in the loss of pendant functionality. The hospital did not order nurse call functionality on the siderails, therefore, with the non-functional pendant, the nurse call feature could not be utilized. There was no device malfunction and the bed was manufactured to specifications; the bed¿s dip switches were not configured to the hospital¿s nurse call system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.